Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: based on the very limited information provided, it was not possible to conclude an exact root cause for the experienced advancement difficulties. It should be noted that the diameter of introducer sheath is 8.6 mm and the access route is slightly more narrow. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent taa repair with right approach. Inner lumen of the access route was 8.5 mm. There were two aneurysms, one was in the descending aorta and another was in the aortic arch. Therefore, two procedures were scheduled on different dates, and the procedure this time was for descending aorta aneurysm. The patient was suitable for endovascular repair. Zteg-2p-34-152-pf was placed first, and zteg-2p-38-152-pf was advanced to be placed in the proximal site of the previously placed zteg-2p-34-152-pf as planned. However, the tip of the device was caught on the first stent graft (zteg-2p-34-152-pf) and it was impossible to advance the delivery system to the desired position. Then, pull-through technique with lunderquist (w curve) and radifocus wire guides was applied though, the delivery system would not advance still being caught. Zteg-2p-38-152-pf was supposed to be additionally placed in the proximal site of the first stent in consideration of connection with a stent graft for aortic arch aneurysm scheduled on the other day. However because sealing with the first stent (zteg-2p-34-152-pf) was sufficient for the descending aorta aneurysm and no endoleak was confirmed, the physician judged that purpose of the treatment was accomplished, and the procedure was finished. A plan of second stent graft placement for the aortic arch aneurysm with najuta manufactured by kawasumi will be changed due to the event. Patient outcome: there have been no adverse effects to the patient reported.